Manufacturer narrative:
H6) the returned tap was slightly fluted at the tip but had no other physical damage and inserted into a known good tracker without issue. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site requested replacement of the tap instruments. The site felt that the accuracy of the instruments did not match. Clarification was received that the response of the instruments was poor. There was no patient involvement. The suspected cause of the deformation was due to deterioration over time.